Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that due to the nature of the condition, a PICC catheter was placed in the right upper limb on july 9. On july 12, the patient was transferred from the neurosurgery ICU to our department, with the PICC catheter (right elbow) remaining patent. The patient was informed of the relevant education and precautions regarding the PICC catheter. On july 15 at 7:50 am during rounds, it was discovered that the distal end of the PICC catheter had disconnected. Upon examination, there was no bleeding or redness at the puncture site, the patient reported no discomfort, and vital signs were normal. The distal end of the catheter was immediately folded back, covered with medical film, and assistance from a specialized intravenous therapy nurse was requested for management. After routine disinfection, the connector was replaced, and backflow was observed upon aspiration, with fluid flowing smoothly.